Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). The most probable cause of the reported event was due to a loose filter cap.

Event description:
On (B)(6) 2017, the customer reported receiving random false positives (fp) on quality control (qc) and patient samples with their g8 analyzer. Inspection of the device revealed that the filter cap was loose. The customer tightened it by half a turn, bled the system of air, and replaced the buffer. No further leaks were noted. He was subsequently able to run qc with no further issues; however, one patient sample had a fp and peak that remained. Technical support (ts) advised the customer that the issue may be sample related. On (B)(6) 2017 the customer reported the same issue with two patient samples and qc (different from previously reported). Ts instructed him to fax results and to check for leaks at the filter, while pressing the pump or running a sample. The customer reported that he had already changed a column and that the retention time was 0.58 and 0.60. The customer reran the samples and the fp disappeared. The reported event potentially lead to discrepant patient results for hba1c. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.